Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018 as part of (B)(6). According to the complainant, the patient required transplantation due to (B)(6). The liver transplant procedure was performed on (B)(6) 2006, using a cadaveric donor. The patient was enrolled in (B)(6) on (B)(6) 2018. It was reported that the subject had elevated lfts as the indication for the ercp procedure. The patient underwent the ercp procedure on (B)(6) 2018 with prophylactic antibiotics being prescribed for 5 days. The patient did not have tortuous anatomy and had undergone a previous ercp. The patient also had a previous sphincterotomy. During the spyglass portion of the procedure, the quality of the imaging was rated as good. The inner metal lining protruded from the front of the scope once the bile duct was entered. It was noted that there was epithelial sloughing, erythema, mucosal changes- friability as well as angulation of right hepatic duct versus an actual stricture. They completed the spyglass portion of the procedure with this device. There were no reported patient complications due to the spyscope protrusion.